Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the hip/buttocks area between 4 and 24 hours, the site was inflamed with blueish color. The patient contacted the doctor, who prescribed antibiotics (name unspecified) to be taken for 5 days. The pod has been discarded.